Event description:
Pt reported to clinic complaining of chest pain. Taken to examination room for an ECG recording by the respiratory tech. Pt complained of dizziness then collapsed. Dr. Charged the medic5 to 200 joules, then discharged without pt recovery. Dr. Then charged to 200 joules a second time and discharged without pt recovery. He then charged to 360 joules, received a charge tone, then ready tone, unit would not discharge. Dr. Charged to 200 joules, received a charge tone tone, ready tone, unit would not discharge. Unit was plugged into ac outlet during entire time of incident. CPR was started while waiting for paramedics arrival. Pt was pronounced dead on arrival at hosp. The pt was 69 years old with chronic obstructive pulmonary disease. No specifics on pt's history. User facility not routinely testing unit. No history of preventive maintenance or unit servicing with burdick. When burdick service went on-site to pick up the unit, the customer stated that facility had been working with the unit and changing settings in an attempt to get the unit to work again.